Event description:
A malfunction alarm was reported, labeled as malfunction code 12. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared, which they acknowledged and understood.